Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿vent blocked creating vacuum in bag / poor interfaces with connections". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag tubing was filled up with back liquid. Tubing started of clear but then turned a greyish color. The pouch started smelling like urine. Customer stated that it could had some kind of mold in there as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag tubing was filled up with back liquid. Tubing started of clear but then turned a greyish color. The pouch started smelling like urine. Customer stated that it could had some kind of mold in there as well.